Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: please see below attached the pumps that have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Pump problem. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. It was observed that the loading and fva pins all were stuck until the corrosion was "broken" by being actuated once or twice. An internal investigation was done and the pins were all dirty. They were all cleaned and drag was resolved. It was also noted internally that the front housing was broken.